Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within device specifications. Visual inspection observed the keypad surface was peeling and the scan button was beginning to tear.

Event description:
A health professional reported receiving a high reading of 460 mg/dl on their blood glucose monitor compared to a laboratory reference reading of 205 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. (B)(4).